Manufacturer narrative:
The system was serviced in the field. Hardware parts were replaced and the system passed all tests. No failures were found. The cable was returned for analysis. The cable jacket had separated at the lemo connector exposing the shield wire but no bare conductors. A continuity test also revealed an open at pin 4 of the usb cable. Concomitant medical products: product ID: 9 733597, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the electromagnetic interface power cable was reported to have damaged coating. However, the cable was still functional. There was no patient present when this issue was identified.